Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report discrepancies between the sensor and blood glucose levels. The customer's blood glucose level was 420 mg/dl, compared with the sensor glucose reading of 180 mg/dl. The customer reported receiving a cal error alert, a lost sensor alarm, and a sensor error alarm. The customer's sensor was replaced, however nothing was returned for analysis.